Manufacturer narrative:
This report is follow up to manufacturer report number 1416980-2015-06990. Additional device MFR dates: gd897124 (mfg. Date: 05/30/2014-06/06/2014), gd896936 (mfg. Date: 04/24/2014-05/02/2014), gd897165 (mfg. Date: 06/20/2014-06/27/2014), and gd896845 (mfg. Date: 04/11/2014-04/17/2014). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots (gd897124, gd896936, gd897165, and gd896845). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Follow-up information was received from supplemental medical records with additional information associated with the peritonitis event. Three days after the onset, the patient received fortaz (1000mg, intraperitoneally (ip)) and two days later, the patient received vancomycin (1000mg, ip) for the peritonitis. The vancomycin was discontinued due to an allergic reaction. On an unreported date, the patient received a new order for clindamycin (300mg, one by mouth, 4 times a day for 10 days). The patient completed clindamycin approximately a month after the onset. Five days later, he patient reported yellow, cloudy effluent and vomiting and nausea and the patient received fortaz (1 gram, ip) and clindamycin (300 mg, oral (po), 4 times per day) and zyvox (600mg, po, daily for 14 days). Three days later, fortaz (1 gram, ip) was instilled at the clinic and three days later fortaz was instilled again. Approximately two weeks later, the patient received fortaz (1 gram, ip) again. On an unreported date in the same month, the patient was treated with clindamycin (450, 1 by mouth, qid for 10 days) and doxycycline (100 mg, 1 by mouth, bid). Approximately three months after the onset of peritonitis, the patient recovered and the peritonitis was considered resolved. No additional information is available.